Event description:
It was reported that a patient presented to the clinic on (B)(6) 2022 with high capture thresholds on their right ventricular lead that resulted in loss of capture. The patient experienced episodes of bradycardia as a result of the loss of capture. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.